Manufacturer narrative:
Correction to block d4: updated upn number. Block h6: imdrf device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned advanix-naviflex stent and delivery system were analyzed, and a visual evaluation noted that the guide catheter was detached from the delivery system with one side of the stent damaged and the push catheter and stent suture holes were torn. There was no problem observed on the suture and it was still attached to the stent. The event of guide catheter break, stent failure to deploy, and suture deployment issue was confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on product analysis, the guide catheter was detached from the delivery system and the suture was loose but not detached from the stent, evidence that the customer experienced adversities during stent deployment. Additionally, the analyzed conditions of the suture holes and push catheter torn may have been caused by manipulation during the procedure adversities. Taking all available information into consideration, the investigation concluded that most likely the reported event and observed problems were due to operational and anatomical factors encountered during the procedure, such as, excess force applied to the device at the time of stent deployment or tortuous anatomy. Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific that an advanix biliary stent was attempted to be used to treat biliary stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct and papilla, performed on (B)(6) 2023. During the procedure, when the guidewire was removed and the stylet was pulled to release the stent, the guide catheter became stuck in the stent. The thread could not be released, and the guide catheter completely detached from the pusher. When the device was removed, it was noticed that the thread was still attached to the stent. The procedure was successfully completed with a new advanix biliary stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the guide catheter was detached from the delivery system.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of guide catheter broken.

Event description:
It was reported to boston scientific that an advanix biliary stent was attempted to be used to treat biliary stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct and papilla, performed on (B)(6) 2023. During the procedure, when the guidewire was removed and the stylet was pulled to release the stent, the guide catheter became stuck in the stent. The thread could not be released, and the guide catheter completely detached from the pusher. When the device was removed, it was noticed that the thread was still attached to the stent. The procedure was successfully completed with a new advanix biliary stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the guide catheter was detached from the delivery system.